Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 450 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 108 mg/dl.